Manufacturer narrative:
Implanted device remains.

Event description:
It was reported the patient developed an infection at the implant site. The patient was prescribed oral antibiotics (date and duration not reported) and the site was treated with silver nitrate (date not reported). As of (B)(6) 2015 the infection has reportedly resolved. The implanted device remains.